Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. The case was reviewed by inari stryker medical affairs, who concluded that the device became caught in the patient's preexisting stent was likely the result of user error and the device separated likely due to user error (using excessive force). The device labeling includes the following warning statement: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and collapse the self-expanding element into the catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." The device labeling includes the following precaution statement: "use caution when manipulating or advancing through a stent or graft." Manufacturer reference #:(B)(4).

Event description:
On (B)(6) , 2025, an (B)(6) -year-old male patient underwent arterial thrombectomy using inari devices. The patient had a stent implanted in his right popliteal artery two weeks prior to the thrombectomy. During the procedure, the artix mechanical thrombectomy device (mt6) became caught on the distal part of the stent when pulling the mt6 through the stent. The physician tried to back the device out; however, it would not retract. The patient was transferred to the cardiovascular operating room, and the surgeon accessed the popliteal artery below the stent. The stent and the artix mt6, which separated at the distal end, were removed through the artix thin-walled sheath and out of the patient's leg.